Manufacturer narrative:
(B)(4).

Event description:
Procedure: cervical fusion. According to the rptr: the product was used to seal a small csf leak during a c5-c6 cervical discectomy. Three hours post-operatively, the pt developed weakness. An urgent MRI scan was performed and allegedly showed a cervical cord compression with signal change at the level of discectomy. Urgent exploration and decompression revealed an expanded hydrogel causing the compression. A minimal amount of surgicel was also removed. The pt is showing rapid improvement.